Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the quality investigation, the attachment performed according to specifications.

Event description:
It was reported that during an anterior cervical spine procedure, a bur broke and remained stuck in the drill attachment. The bur broke while being loaded over a surgical tray, so the patient was not affected. The procedure was completed with backup equipment that was readily available, causing no delay in the procedure. There was no user injury reported and no adverse consequences alleged.